Event description:
Per the surgeon's report, this pt's electrode array had migrated out of the cochlea, as confirmed by an xray. In 2006, the surgeon attempted to re-insert the array into the cochlea, but abandoned this attempt due to tissue in the basal fum. He explanted the device and reimplanted the patient with a new device.

Manufacturer narrative:
This is a final report.